Event description:
The company was informed that the recipient's device was explanted. The recipient was reimplanted with another cochlear device. The recipient¿s device will not return to advanced bionics for analysis.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.